Event description:
It was reported that during an unknown procedure, they recieved a generator error during the procedure. No additional details were known. No device returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent.